Event description:
It was reported that the user experienced hyperglycemia while using the ilet after changing the cartridge; the cartridge level did not show full because the user filled only the cannula, and insulin delivery was subsequently resumed after guided troubleshooting. Symptoms included elevated blood glucose with a reported value of 294 mg/dl. Outcomes included transient hyperglycemia with return to target range after corrective actions. Investigation included customer service troubleshooting and user education regarding proper cartridge fill and setup. Investigation of this case revealed user handling error related to incomplete cartridge fill leading to insufficient insulin availability. It was concluded that the device functioned as designed and the event was attributable to use error. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.